Manufacturer narrative:
Due character limit e1 event site name (B)(6) hospital. Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported taht during use cardiosave intra aortic balloon pump(iabp), users surfaced a system overheat. There was no harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) unable to replicate user complaint. Successfully completed a simulated treatment with testing catheter and trainer without issue upon initially testing unit. Compressor due for replacement at the 5k hours interval. Replaced scroll compressor and filters at 5000hr interval. Replaced compressor temperature probe, as a precaution. Replaced worn out compressor vacuum and pressure hoses, as a precaution. Identified several codes 77 listed in the logs. Pressure transducers within tolerance. Replaced transducers, and drive manifold, however as a precaution. Post replacing aforementioned parts, calibrated pressure and vacuum transducers, and successfully completed a full system checkout without issues. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. These parts were received with a reported unit failure of: system overheat. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed al parts into the cardiosave test fixture and tested the parts to factory specifications per procedure revision f and the cardiosave service manual part revision r. Each part pressure transducer serial number n/a was tested and both transducers calibrated to factory specifications. The fat dept. Booted the system into clinical mode to allow the cardiosave to pump at 120 bpm to build up heat in the cardiosave. The scroll compressor was replaced for the reason of being at 5000 hours which is the recommended preventive maintenance per factory specifications.however, after four hours of pumping, the fat dept. Could not replicate the complaint of system overheat. All parts passed testing.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) surfaced a overheat. There was no harm or injury reported.